Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump cannot deliver insulin and is leaking where the hardware houses the cartridge, the housing is severely damaged, and the screen is scraped and scratched due to the customer being in a motorcycle accident. There was no adverse effect to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.